Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high pacing impedances measuring greater than 3000 ohms. The rv lead had dislodged. Subsequently, a revision procedure was performed and the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.